Event description:
A us distributor reported that two battery packs were unable to power a monitor. A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) and sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery packs. Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca, a shorted u13 cmos flash microcontroller, a shorted q1 current-controlling transistor on the bedside pca, and an internally open y1 crystal oscillator. The damage to the oscillator, transistor, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.